Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia difficulty breathing. In addition the patient reports having a high heart rate. Once at the hospital the patients insulin was suspended. The patient was treated with intravenous fluids a well as a insulin drip. The patient was prescribed metoprolol (25 mg) to be taken 2 times daily as needed. The patient was discharged from the hospital after 4 days.